Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 / 2367 on the homechoice machine during drain 6 of 6. The baxter technical service representative (tsr) assisted the home patient (hp). The nurse stated that the hp pulled the catheter out. The tsr explained the alarm to the nurse and was going to assist with ending therapy. Product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(6) 2010 regarding the reported problem. The nurse stated the patient intentionally "pulled the catheter out." The nurse stated the separation was intentional. The separation occurred between the transfer set and catheter adaptor. The nurse stated that the hp was hospitalized immediately and treated with antibiotics. She stated that he did not experience any serious injury.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to the sample being unavailable. A batch review was not performed due to an unknown lot number. The root cause could not be determined. Labeling review was found to be adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.